Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any alleged deficiency with the device noted intra-op or post-op examination? Please explain. What is the procedure date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent a hysterectomy procedure on (B)(6) 2022 and suture was used. Post-operatively the patient came in and the incision was verified, they could see that it was opened, and the stitches had disintegrated. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).